Event description:
It was reported that the ventilator generated an alarm indicating expiratory minute volume low. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the inspiratory pipe was checked and reseated and the issue was solved. The device was delivered to the user in working condition. The expiratory minute volume low alarm may indicate that there was a leakage in the breathing circuit. Delivered expiratory volumes were less than was set. Inspiratory pipe is a part in inspiratory section, which is a housing or connector for multiple parts. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air. The device's logs were not provided for further analysis. The cause of the reported issue has been determined. It was related with inspiratory pipe.